Event description:
While transferring resident with lift from g/l to bed rt strap released or broke away from lift pad. Resident started to slide out of lift pad. Tried to break fall - resident landed on rt shoulder. Resident was uncomfortable, complaining of pain. Resident sent to hosp for x-ray. Resident returned later on 3-11 shift.